Manufacturer narrative:
It was confirmed that the patient's pump did not migrate or flip. It was also confirmed that the site does not use flowonix refill kits. It was also stated that the patient has a patient therapy controller and uses it. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Engineering was unable to push air or sterile water for injection though the cap, and an attempt to prime failed. The cap and suture ring were removed, and a second decontamination of the pump was performed. Without the cap, functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. An attempt to push air and swi though the cap septum after the second decontamination was successful. Fluid was observed at the metal tip at the end of the cannula. The material causing the occlusion was lost during the decontamination process. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a prometra ii 20 ml pump that was replaced due to multiple volume discrepancies. Agent reported that they do not have dates or volumes for the discrepancies. Agent also reported that a cap study was done and the catheter was deemed patent. It was confirmed that the patient did have a patient therapy controller and that no error codes were observed. When the replacement surgery was performed, it was noticed that the patient's catheter was kinked. MFR 3010079947-2021-00099 was opened to address the catheter kinking allegation.